Event description:
Olympus was informed that during an unspecified procedure, the device did not work properly. There was no pt injury reported. No additional info provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the teflon pad was burned. Visual examination showed that the securing pin that holds the grasping section was missing. It was also observed that the outer sheath of the insertion section was loose and buckled. The device was sent to the original equipment MFR (OEM) for further evaluation. The OEM found that the teflon pad was deformed. The reported complaint was confirmed.